Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jh4l, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had a power on reset (por).the patient stated she hasn't had any other medical procedures since friday, (B)(6) 2015. The patient reported that they recent had a medical test or emi environmental exposure activities that could be related to issue. The patient reported soreness at the implantable neurostimulator (ins) site, no symptom control since replacement and no therapeutic effect. The symptoms reported were sudden in nature. It was noted that ins has been sore since revision and on the day of this call was the first day patient can touch it slightly. There are no fall/trauma reported related to this event. Additional information received indicated that the same ins was just re positioned and re-synced programmer. The patient did not complain of soreness and the cause of the event was not determined. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.